Manufacturer narrative:
Investigation ¿ evaluation: as reported, following a vaginal delivery, the bakri tamponade balloon catheter was found to leak during treatment of postpartum hemorrhage (pph). The patient experienced an estimated blood loss of around 600ml. The balloon was placed using an oval forceps through the vagina. Once in place, the balloon was injected with water and leaking was noted. The user replaced the device immediately to complete the procedure and hemostasis was achieved. The patient experienced 700ml of blood loss after the device failure with a total estimated blood loss was 1300 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned for investigation, in open original packaging. A small leak in balloon material was observed. The leakage site was surrounded by tool marks in the balloon material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search shows one other complaint from the same production lot at the time of investigation. Due to the individual nature of the manufacturing and inspection process for the devices, it is unlikely that the additional complaint is an indication of an issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, following a vaginal delivery, the bakri tamponade balloon catheter was found to leak during treatment of postpartum hemorrhage (pph). The patient experienced an estimated blood loss of around 600ml. The balloon was placed using an oval forceps through the vagina. Once in place, the balloon was injected with water and leaking was noted. The user replaced the device immediately to complete the procedure and hemostasis was achieved. The patient experienced 700ml of blood loss after the device failure with a total estimated blood loss was 1300 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.